Event description:
It was reported to boston scientific corporation that a sensor urological guide wire was used in a ureteroscopy procedure. The patient was reported to be a female, (B)(6) of age. (Patient date of birth and weight are unknown). According to the complainant, after the guide wire was coiled and the kidney stone had been fragmented by laser, a fluoroscopic examination was performed. The physician visualized there was something left within the patient. Upon examining the sensor wire, he realized approximately 2 cm of the distal end had broken off into the patient. The physician reported that the laser did not come in contact with the sensor wire. The procedure was completed with the same device and the physician decided to leave the device fragment inside the patient with intentions of removing it several days later. The patient's condition at the end of the procedure was reported as doing fine. Attempts to obtain additional information regarding the event were unsuccessful.